Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was at the doctor's office with an scheduled appointment and experienced low blood glucose (bg) levels of 1.9 mmol/l (34.2 mg/dl) while wearing the pod. The patient was administered dextrose, grape sugar orally and cookies as treatment. The pod was discarded.